Event description:
It was reported that the ventilator generated a technical error codes indicating power errors. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board (pcb) and expiratory channel printed circuit board (pcb) were replaced and returned for investigation. The received log file confirmed the reported technical error codes at the date of event. Visual inspection revealed that the a capacitor on the control pcb was found burned/melted. The investigation revealed that the received expiratory channel pcb was defective and generated technical error code indicating flow measuring error. This technical error code will not affect ventilation. The conclusion is that the burned capacitor in the received control pcb has caused the reported technical error codes.

Event description:
Manufacturer's ref.#: (B)(4).